Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, patient representative reported the patient is "symptomatic, as well as always having pain". Patient additionally reported "at the time of removal, both prostheses ruptured and according to the doctor they were "very fragile". Healthcare professional additionally reported "during explant maneuver without the use of sharp materials and without excessive force, it was ruptured". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is pain associated with capsular contracture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional later reported patient experienced "pain and tightness." The device remains implanted.